Event description:
It was reported to boston scientific corporation that an ultraflex esophageal distal release stent was used in the gastroesophageal junction during a stent placement procedure performed on (B)(6) 2013. According to the complainant, patient¿s anatomy was not tortuous. During the procedure, the distal portion of the stent was able to release but it was unable to be fully deployed. The partially deployed stent was removed from the patient. The procedure was completed with another ultraflex esophageal stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the returned device found that the distal end of the stent was partially deployed by 5 mm. During analysis, it was possible to retract the remainder of the deployment suture thread and deploy the stent without any issue. No issues were noted with the deployed stent; however, the shaft of the device was slightly kinked at the skived area (approximately 285 mm proximal to the distal tip). A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.  A search of the complaint database confirmed that no similar complaints exist for the specified batch.  A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.  The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited.  Therefore, the most probable root cause classification for the reported failure is operational context.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal distal release stent was used in the gastroesophageal junction during a stent placement procedure performed on (B)(6) 2013. According to the complainant, patient's anatomy was not tortuous. During the procedure, the distal portion of the stent was able to release but it was unable to be fully deployed. The partially deployed stent was removed from the patient. The procedure was completed with another ultraflex esophageal stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4) stent partially deployed. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.